Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 04.037.463s. Lot # h293848. Manufacturing site: (B)(4). Release to warehouse date: 15 aug 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the tfna fem nail ø14 le 130° l420 timo15 (p/n: 04.037.463s, lot #: h293848) was received at us customer quality (cq). Visual inspection of the device showed that the tfna was broken on the proximal end, near the interface with the tfna fenestrated screw. There were also marks on the proximal end of the nail shaft consistent with damage from drilling. There were other minor scratches on the device, likely caused by the explant procedure. No other defects were noted on the device. Photos were reviewed and no new defects were noted with the nail. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage to the device. Dimensional/specification review: the following documents were reviewed as a part of the investigation: current and manufactured versions. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint condition is confirmed as a visual inspection of the tfna verified that the device was broken on the proximal end, near the interface with the tfna fenestrated screw. A definitive assignable root cause cannot be determined from the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of event is unknown. Device broke sometime between being implanted on (B)(6) 2021 and explant on (B)(6) 2021. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the patient underwent a revision open reduction internal fixation (orif) with angled blade plate construct procedure on (B)(6) 2021, because the nail had fractured thru the proximal hole. The implant procedure occurred on (B)(6) 2021. Two weeks prior to the revision procedure, the patient reported pain in his proximal femur. This report is for a nail. This is report 1 of 1 for (B)(4).